Event description:
It was reported to boston scientific via an article published in the anti-aging cues urology practice that a retrospective study was conducted to evaluate the efficacy and safety of various surgical procedures for benign prostatic hyperplasia (bph). Pubmed databases from 2000 to july 2018 were reviewed, with the key words benign prostatic hyperplasia, bladder obstruction, bladder instability, surgery, and reoperation. The study was made with a focus on preserving bladder function and improving quality of life in elderly patients. Results showed that there was no erectile disfunction (ed), and retrograde ejaculation was identified in about 2% of patients with rezum treatment as a complication. The reoperation rate at 5 years was 4.4%. The study concluded that early intervention and individualized treatment planning are key to maintaining quality of life in aging populations with bph.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the anti-aging cues urology practice that a retrospective study was conducted to evaluate the efficacy and safety of various surgical procedures for benign prostatic hyperplasia (bph). Pubmed databases from 2000 to july 2018 were reviewed, with the key words benign prostatic hyperplasia, bladder obstruction, bladder instability, surgery, and reoperation. The study was made with a focus on preserving bladder function and improving quality of life in elderly patients. Results showed that there was no erectile disfunction (ed), and retrograde ejaculation was identified in about 2% of patients with rezum treatment as a complication. The reoperation rate at 5 years was 4.4%. The study concluded that early intervention and individualized treatment planning are key to maintaining quality of life in aging populations with bph.